Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture. Device evaluation: visual analysis of the returned device identified the device had a broken shell and creases. A weight test of the device was verified and the device was found to be underweight. A microscopic analysis was performed which identified a broken striated. Based on the device analysis the final assessment is: a striated edge in the side anterior broken due to surgical damage.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.